Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose (bg) was 500 + mg/dl. A correction bolus via pump was administered to address the bg level.customer loaded several new cartridges to resolve the issue however the cartridge alarms kept recurring. The customer reverted to an alternate method of insulin therapy.